Event description:
A patient developed chills during dialysis treatment. A call was place to the reporter of this event. The reporter gave a verbal report in 11/2005 and the treatment sheets of this event were forwarded in the next day. Also this reporter stated this clinic has a high incidence of catheter related infections. Infectious disease has been consulted and this rn is working with the staff to provide education in order to reduce this high number of catheter related infections. This patient has a catheter access for hemodialysis. The reporter stated that this patient had arrived for treatment already sick. For this event, the patient started hemodialysis and developed chills. Catheter care was given. The treatment ended at 1 3/4 hours because the md was notified of this patients symptoms. The md ordered to transfer the patient to the ER for further evaluation. A call was placed to 911 and the paramedics transferred this patient to the ER for further evaluation and treatment. A culture obtained in about 2 weeks earlier identified the causing bacteria was staphylococcus epidermiddis. The patient was admitted adn treated intravenously with vancomycin. The patient has recovered and continues dialysis at this clinic with no further ill effect related to this incidence. A sample is available.